Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-coller system 3t. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the 3t heater-coller displayed an error message and lost function during a procedure. There was no repot of pt injury.